Event description:
Attorney advised a pt experienced a clavicle fracture in a motor vehicle accident on an unk date. It is unk what treatment the pt received. Some time around (B)(6) 2011 the pt was being treated for non-union and an unk plate was implanted. Approx (B)(6) 2012, 5 months post operative, the plate was noted as broken. Pt was returned to the operating room on (B)(6) 2012 for removal of the broken hardware and revision to another clavicle plate with iliac crest bone graft.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.